Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-5, l5-s1 to treat lumbar spondylosis with lumbar radiculopathy and back pain. Approximately 11 months post-op the patient underwent a posterior discectomy revision surgery at l4-5, l5-s1 with competitor¿s vb replacements and bmp to treat discogenic back pain and pseudoarthrosis at l4-5, l5-s1. It is alleged that the patient suffered an unknown injury. No additional information is available.